Event description:
It was reported that this right ventricular (rv) lead shock impedance was found to be gradually rising and was high out of range. The implantable cardioverter defibrillator (ICD) was at end of life (eol) and was changed out. The rv lead remains in service. No adverse patient effects were reported.